Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: cannot be reviewed as product identification is not available. Trend analysis: analysis could not be performed as no item numbers are available. Event description: it was reported that the female patient received a metal on metal total hip arthroplasty on an unknown date on the right side. The patient was revised on (B)(6) 2016 due to progressive increasing ion levels and pseudotumor formation. Review of received data: operative report of revision surgery performed on (B)(6) 2016: event time: (B)(6) 2016. Surgeon: (B)(6) md. Patient: (B)(6). Pre- and post-operative diagnosis: status post right metal on metal hip arthroplasty with progressive increasing ion levels and pseudotumor formation. Procedure performed: revision right hip arthroplasty complications: none history: a 62-year-old woman, eight years status post metal on metal right hip arthroplasty from which she initially did quite well. Over the last 18 months she has developed some achiness about the hip with progressively increasing ion levels and an MRI scan showing a moderate-size pseudotumor. Marked osteolysis, however, is not noted - muscle integrity still appears reasonable and revision arthroplasty is hence elected. Description of procedure: the proximal portion of the fascia lata, as well as fascia overlying the gluteus was incised and immediately upon entering the deep portions of this fascia, a large fluid-filled cavity was entered with classic, slightly grayish yellow fluid quite thin was encountered. Upon entering the pseudotumor, a thick orange rind type membrane was encountered, and this was circumferentially dissected from its investing fibroadipose layers, taking care to make certain that the sciatic nerve was protected posterior ward. About the trochanteric bursa, there was some additional debris, and this was removed with a rongeur from the vastus lateralis and trochanter itself. There was some atrophy noted of the gluteus medius, but there were still intact fibers and the gluteus maximus was relatively healthy. The hip was then dislocated and the metasul 50 mm head removed. There was some corrosion noted on the neck and this was carefully debrided with a small curette and then polished with a sponge. Gaining adequate visualization of the acetabulum. Bony overgrowth was removed. Using a small osteotome, an interval was developed between the edge of the shell and the bony acetabulum itself, and using appropriate moreland noncemented extraction tools, an interval was developed - easily - between the shell and bone. The shell was ultimately easily removed with very little bony ingrowth noted. There is virtually no osteolysis in the retroacetabular space whatsoever and accordingly, a 56 and 57 mm reamer were utilized to increase the acetabular shell until an excellent corticocancellous sphere of bleeding host bone was created. Returning our attention to the femur, after trying various neck ball setups, a permanent 0 ceramic 36 mm neck ball with an appropriate titanium trunnion sleeve was impacted onto the morse taper, locking it into appropriate position. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. -performed. Conclusion: the 54-year old female patient underwent a metal on metal hip arthroplasty on the right side in 2008. After approx. 8 years in vivo the metasul head and the cup were revised on (B)(6) 2016 due to progressive increasing ion levels and pseudotumor formation. During revision surgery a large fluid-filled cavity with classic, slightly grayish yellow fluid and a pseudotumor with a thick orange rind type membrane were encountered. The pseudotumor was circumferentially dissected and some debridement was performed. The acetabular component had some bony overgrowth which was removed. The shell was easily removed with very little bony ingrowth noted. Osteolysis was not found. An excellent corticocancellous sphere of bleeding host bone could be prepared with reamers. The femoral stem's neck was found to be slightly corroded. The corrosion was carefully debrided with a small curette and the taper was polished with a sponge. A titanium trunnion sleeve was impacted onto the morse taper and a ceramic head was mounted. Therefore, the femoral stem was left in-situ. Neither the device compatibility nor the quality records of the components could be reviewed due to missing device identifications. Based on the received surgical report of the revision surgery performed on (B)(6) 2016 we could confirm the reported event consisting of the revision of a metasul head and cup due to pseudotumor. The presence of a liner has not been mentioned in the surgical report. The reported increased metal ion level could not be confirmed as attesting laboratory results have not been received for review. In conclusion, based on the lack of device identification, we were not able to perform an in-depth investigation. Therefore, a specific root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00491.

Manufacturer narrative:
This report is being filled to relay additional information and to change the manufacturer from (B)(4) to (B)(4). New information received: operative reports. Patient date of birth: (B)(6). Implant position: right. Reason for revision: pain, elevated metal ions and pseudotumor. Revision date: (B)(6) 2016. Head and liner are unknown metasul products. Note: initially this complaint has been reported by (B)(4). Now (B)(4) has been taken as manufacturer as there are metasul products involved that have (B)(4) design. The initial report number from (B)(4) was 0001825034 - 2018 - 10173. Please delete the report from your system as this actual report 0009613350 - 2019 - 00491 replaces it. Concomitant medical products: item: unknown head, catalog #: unknown, lot #: unknown. Item: unknown metasul liner, catalog #: unknown, lot #: unknown. Zimmer biomet ((B)(4)) will proceed with the investigation. An additional report will be submitted as soon as the investigation results are available. (B)(4). The following reports are associated with this event: 0009613350 - 2019 - 00490, 0009613350 - 2019 - 00489. Note: revision surgery for the left-hip side has been recorded under (B)(4).

Event description:
It was now reported that the patient underwent a revision due to pain, elevated metal ions and pseudotumor on the right side.